Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shut off irrigation. Additional information has been requested.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The company representative informed the customer that when the continuous irrigation auto suspend sensitivity¿ feature was set in the doctor settings, the system would turn off irrigation if irrigating outside the eye long enough. There was no system service performed for this reported event. The system was manufactured on august 22, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).